Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the clinical treatment procedure was completed as planned by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed a loud popping noise and that the system could not produce x rays. Upon troubleshooting, the fse found that fuse f13 in the pdu was blown. To resolve the issue, the fse replaced fuse f13. After which, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays after a loud popping noise. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.